Event description:
The following information was provided: a patient presented 16 years post an exeter trident coc thr with a fractured stem through the insertion hole on the shoulder. Patient felt instability and couldn't walk. Stem was a sz 1 44 offset.